Event description:
The confidence needle broke off in the patient's vertebral body during a vertebroplasty procedure. The broken needle portion remains encased within the vertebral body.

Manufacturer narrative:
The confidence needle was discarded by the customer and is not available for evaluation. The lot number is unknown. Without a lot number, a review of manufacturing records cannot be completed. Review of product complaints found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Discarded by customer.